Event description:
After a successful placement of the stent (subject device), the pt's family withdrew care after the procedure, no further info has been obtained.

Manufacturer narrative:
Date of death: for no allegation of malfunction or non conformance. Report source: info obtained from was presented at the international stroke conference 2009. Device manufacture date. Unk as the batch number was not obtained. Evaluation: conclusion: other for anticipated procedural complication. The device is unavailable for evaluation. There is no indication from the investigation or info provided that the reported event is related to product specification non conformance or misuse. There is also no indication that the device malfunctioned. Possible pt outcome of death is a known and an anticipated complication to these types of procedures and is listed as such in the device directions for use. As a result, a root cause classification of anticipated procedural complication has been assigned.